Event description:
The user facility reported that part of the guidewire's polyurethane coating was sheared off during a percutaneous nephrostomy procedure. Reportedly, the guidewire was passed through a metal entry needle, into the kidney and then through a kidney stone. After this manipulation, the coating was noted to be bunched-up toward the distal end of the guidewire. The dr reported that the procedure was completed successfully and that the impact to the pt was "negligible."